Event description:
On (B)(6) 2018 a dermatology clinic reported observing a spark. During routine follow up the clinic director reported on (B)(6) 2019 in addition to a spark, an unsustained flame was observed originating from the device fiber cable during treatment. The fiber was connected to a gmax-pro laser. It was also reported by the clinic director that there was no reported patient impact and no sustained fire. Additional information was solicited.

Manufacturer narrative:
Correcting adverse event to "follow-up # 2". ( a corrected submission "failed" indicating: error: duplicate report is found for this supplement report ). The original correction was to modify date of report: follow-up# 1 was a supplemental report which was submitted on friday (B)(6) /2019. The date on that report was erroneously noted as (B)(6) 2019.

Manufacturer narrative:
The condition of the returned device confirms that the fiber is broken. Visual analysis reveals that the handpiece and fiber show signs of a burn at the midpoint of the fiber. Signs of a velcro strap placed to hold fiber and electrical cables together during use. Burn is through the heat sheathing and fiber is snapped into two pieces. The gentlemax pro operator's manual states that the gentlemax pro laser system utilizes fiber optics that can be damaged if installed or subjected to excessive bending. To avoid damage to the fiber optics, limit bends of the fiber cable to a radius of 6 inches (15 cm) or greater. Failure to follow recommended procedures may lead to damage to the fiber cable or delivery system and/or harm to the patient or operator. When damaged, the fiber cable or delivery system becomes a potential fire hazard. Based on observation, the cause for this event can be traced to user. Candela does not provide velcro straps on fiber cables for safety reasons. Users are provided with a fiber pole to hold lines while in use.